Event description:
On (B)(6) 2025, I went to women and men¿s clinic in (B)(6) because I had a yeast infection with uti. The doctor there said I did not have a uti and it was hsv2 or herpes. Clinic doctor provided fluconazole and acyclovir. I refused acyclovir because I wanted second opinion. Symptoms cleared within 24 hours of taking fluconazole. My pcp gave me antibiotics for uti and drew labs for hsv. The women and men¿s clinic calls on (B)(6) 2025 and says test came back positive for yeast infection, uti, and hsv2. She again offered acyclovir and added she would prescribe antibiotics for uti, which was initially dismissed. I refused them as my pcp had addressed the uti. I requested a retest for hsv2 due to the symptoms and no previous history and the doctor refused. I contacted my pcp to get a second test. On (B)(6) 2025, my pcp calls and says igg is high at extremely high number of 134 and pcr blood test was negative. Pcp said I may have been exposed, but I did not have hsv2 virus. My doctor also mentioned possible cross reaction to previous chicken pox and shingles, as hsv tests and igg are not 100% accurate and can provide false positives especially in people with no history and low risk. My pcp has also said he has never seen igg numbers that high before. My pcp concluded the test was false given my entire medical history. On (B)(6) 2025, I had a shingles outbreak. I went to ER and was informed my history of shingles cross reacted with the hsv2 test and recent shingles outbreak confirms I do not have hsv2. Furthermore, I have a history of false positive test results for various things. My doctor suggested retesting future if any symptoms, but has confirmed based on overall history the initial test was a false positive. I tried to request a retest and for the removal of the positive result based on my pcp assessment and confirmation the initial result was positive and women and men¿s clinic refused to do either. For history: in 2022 I had shingles outbreak and igg showed positive for hsv2 and shingles all while sick with covid 19 for the 4th time. Follow up igg test was negative for hsv2. In (B)(6) 2025 I have bv and yeast infection with one lesion hsv2 swab and igg test was also negative. Somehow in (B)(6) 2025 I¿m positive for hsv2. Fast forward to (B)(6) 2025. I woke up yesterday with the right side of my face, thigh and stomach burning, with no noticeable rash. I went to urgent and they couldn¿t test for shingles so started me on 7 day antiviral for shingles. By the time I got home shingles rash had developed on inner right thigh and has 4 lesions so far. Cross reacted to chicken pox and shingles. History of both. Having current shingles outbreak.